Event description:
The unit was infusing at 5ml/min, in the o.r., for 10-15 minutes without problems. The user looked down to change the flow rate and saw 2 screens on top of each other. User tried to fix the problem by pushing operating buttons 9infuse up and infuse down). Buttons did not respond. User turned the circuit breaker off but the unit woudl not turn off. User unplugged the power cord from the wall outlet still the unit would not turn off.